Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer states that the night shift reported the hematology results generated from the cell-dyn sapphire analyzer when the analyzer generated a short sample flag to alert the user of suspect results. The reported results were as follows; wbc=7.94 k/ul, rbc=2.14 m/ul, hgb=9.38 g/dl, hct=18.8% and plt=162 k/ul. The patient was given a blood transfusion. There was no report of adverse impact to the patient due to the transfusion. The next day the sample was repeated yielding the following results; wbc=16.6 k/ul, rbc=6.03 m/ul, hgb=9.52 g/dl, hct=28.2% and plt=138 k/ul. The complaint text states that there was no system in the customer's laboratory information system (lis) to not report a specimen result that shows a short sample flag which was due to the lis being incorrectly configured. The complaint text further explains that there was no impact to the patient treatment. It appears user error contributed to the event.